Event description:
Servicing discovered: it was reported that during routine servicing cut 4 and cut5 were out of tolerance (13w and 25w where 8-12w and 16-24w were expected). There was no patient involvement; therefore, patient information is not applicable.

Manufacturer narrative:
Product analysis #240990850:brief description of complaint: service discovered high output on cut 4 and cut 5. Analysis conclusion: the reported issue of high output on cut 4 and cut 5 was confirmed by testing the generator with both a qa-esii 24648 and a qa-esiii 24817. The results on both pieces of equipment were similar and showed high output on cut 4 and cut 5. The results were 13w and 25w where 8-12w and 16-24w were expected, respectively. Software calibration would be required to correct the output; however, due to end of life for the pulsar generator, it will be scrapped, rather than repaired. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Servicing discovered: it was reported that during routine servicing cut 4 and cut5 were out of tolerance (13w and 25w where 8-12w and 16-24w were expected). There was no patient involvement; therefore, patient information is not applicable.